Event description:
The pt reported results of 218 mg/dl, 286 mg/dl and 230 mg/dl on the subject meter, performed within 10 minutes of each other. Based on this precision testing, the meter is within specifications. The pt was not experiencing any symptoms at the time of testing. He had contacted emergency services, but was unable/unwilling to answer if he received any treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt did not have control solution and therefore, a quality control test could not be performed. This complaint is being reported as an adverse event due to the pt contacted the emergency services and may have received treatment. A replacement meter was sent to the lay user/pt.